Manufacturer narrative:
On 23-mar-2026, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and an irrigation issue was noted after ablation. Once the doctor pressed the ablation pedal, a "bubble" error occurred. The catheter was removed from the patient and the medical team checked all the irrigation tubes from the bag to the catheter and confirmed that they functioned properly. The correct catheter settings were selected on the generator. There were no flow rate change issues noted prior to ablation. The catheter was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues or bubbles errors were observed. A manufacturing record evaluation was performed for the finished device 31782803l number, and no internal actions related to the reported complaint condition were identified. The irrigation and bubbles errors reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-feb-2026, bwi received additional information indicating that the problem was when ablating, the error message ¿bubbles¿ was displayed and irrigation blocked at 0ml/min. As if there was a bubble when there actually was not. As a result, an h6 medical device problem code for "device alarm system" (a1601) was applied to this supplemental report. Furthermore, on 9-mar-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and an irrigation issue was noted after ablation. Once the doctor pressed the ablation pedal, a "bubble" error occurred. The catheter was removed from the patient and the medical team checked all the irrigation tubes from the bag to the catheter and confirmed that they functioned properly. The correct catheter settings were selected on the generator. There were no flow rate change issues noted prior to ablation. The catheter was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).